Event description:
It was reported that the 9800 system is booting up slowly. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cpu was replaced. The hard drive was reformatted and the software was reinstalled during the service call. The system was tested and found to be working as intended and put back into service.